Manufacturer narrative:
The field service engineer also performed a 21 point precision on both ise blocks with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
It was noted that the calibration bottles were being opened before system was ready to be run. This resulted in calibration sitting up to an hour plus before being run. The field service engineer performed precision testing with acceptable results.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 results from the cobas 8000 cobas ise module. It was noted that the customer had about 100 samples with discrepant results, but only provided two examples. Patient 1: the initial result was 131 mmol/l and the repeat result was 145 mmol/l. Patient 2: the initial result was 126 mmol/l and the repeat result was 138 mmol/l. The questionable result was reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.